Event description:
Customer reports back-to-back testing on the same meter while using the aviva system with results of: 434 mg/dl to 140 mg/dl; 486 mg/dl to 130 mg/dl. L2 quality controls were run and in range. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.